Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: date of procedure-(B)(4) 2018. Tissue-skin condition-normal suture placed-continous symptoms-redness&fluid on skin culture-yes but not get result age-(B)(4) weight-(B)(4) normal medical intervention-sterilisation surgeons opinion-no condition-normal

Manufacturer narrative:
Pc-(B)(4). We received 3 opened sbf folder for code (B)(4). Complaint sample foil pack was not returned hence lot number of complaint sample was not traced. Along with complaint sample we received 3 pieces of suture and needle. The returned sutures were observed in partially disintegrated condition. Returned needle were inspected with magnification and no any defect was observed. Six retain samples of the incident code and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. The incident lot has undergone sterilization by gama radiation process. The sterilization run report was reviewed and found to meet the specification. All the sterilization parameters were observed to be within limits as specified in the process specifications from the above analysis it is evident that there was no issue related to the needle & suture sterility, quality and processing of this incident lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What tissue was each of the 3 suture used on? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? What were the patient symptoms? Were any cultures taken of the wound and results? What are the patient age, weight, prior medical history? What medical intervention was performed to treat the infection? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent c-section and hysterectomy procedure on unknown date in (B)(6) 2018 and suture was used. One week post op, the patient experienced infection with redness and fluid on the skin. Additional information has been requested.